Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿deployment issue resulting in exposed stent being removed from patient with the delivery system' regardless of the patient outcome. The complaint was reported as follows: stent was pulled out after deployment with the stent still attached. The locking wire was pulled till released from the back of the stent. Another stent was required to complete the procedure. Unfortunately the hospital did not keep the device for return. No part of the device remained inside the patient. The patient did require an additional procedure due to this occurrence. However, the product did not cause or contribute to the need for additional procedures. No adverse effects to the patient were reported due to this occurrence. The device has not been returned for evaluation therefore a document based investigation has been carried out. No further information has been received. The cause of the complaint could not be conclusively determined. The customer complaint has been confirmed based on the customers¿ testimony. Prior to distribution all evo-20-25-8-e devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections are outlined in internal procedures in place at cirl. A review of the manufacturing records for lot c1024127 revealed no discrepancies related to this complaint issue. As per the instructions for use, ¿instructions for use¿ section: when stent point-of-no return has been passed, pull safety wire out of delivery handle near wire guide port. Continue deploying stent by squeezing the trigger. After deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed, introduction system can be safely removed.¿ it was noted in the complaint that ¿the patient did require an additional procedure due to this occurrence. However, the product did not cause or contribute to the need for additional procedures. No adverse effects to the patient were reported due to this occurrence.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent was pulled out after deployment with the stent still attached. The locking wire was pulled till released from the back of the stent. Another stent was required to complete the procedure. Unfortunately the hospital did not keep the device for return.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿deployment issue resulting in exposed stent being removed from patient with the delivery system' regardless of the patient outcome.

Event description:
Stent was pulled out after deployment with the stent still attached. The locking wire was pulled till released from the back of the stent another stent was required to complete the procedure. Unfortunately the hospital did not keep the device for return.